Event description:
Medtronic cryocath received information of an atrial esophageal fistula discovered in patient post cryoablation procedure. Cryoablation procedure was performed (B)(6) 2012. The patient was discharged to home on (B)(6) 2012. The patient developed body chills and rigor over the course of the two weeks of recovery at home. On (B)(6) 2012, the patient was admitted to a hospital. Cultures were drawn, cta, and swallow study were performed. Culture results came back as positive, all other test results gave no indication of atrial esophageal fistulae. Based on results of culture, surgery was performed. Endoscopic images of esophagus showed the atrial esophageal fistula that was repaired by surgery. Patient suffered cerebral vascular accident before the surgery presenting as weakness in the left arm. On (B)(6) 2013, medtronic cryocath were notified of the patient's death on (B)(6) 2013. The patient was in ICU and was showing improvement until (B)(6) 2013, when she had a drop in blood pressure and general malaise. The patient's breathing was labored and she was intubated. Further examination revealed ischemic bowel, and inflammation and it is believed that she expired due to complications stemming from sepsis.

Event description:
Medtronic cryocath received information of an atrial esophogeal fistula discovered in patient post cryoablation procedure. Cryoablation procedure was performed (B)(6) 2012. The patient was discharged to home on (B)(6) 2012. The patient developed body chills and rigor over the course of the two weeks of recovery at home. On (B)(6) 2012, the patient was admitted to a hospital. Cultures were drawn, cta, and swallow study were performed. Culture results came back as positive, all other test results gave no indication of atrial esophogeal fistulae. Based on results of culture, surgery was performed. Endoscopic images of esophagus showed the atrial esophogeal fistula that was repaired by surgery. Patient suffered cerebral vascular accident before the surgery presenting as weakness in the left arm. The patient is currently in the ICU and appears to be improving. When the patient is strong enough, she will go to a rehabilitation facility.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. No product malfunction reported. Bin files were reviewed and do not show system notices or issues for the date of event. Bin files show that at least 30 injections were performed with the catheter, with the lowest temperature seen at injection #13 (-52 degrees for 243 seconds).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.